Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2007, (B)(6) 2009 and (B)(6) 2011 and mesh, bs lynx and an unk mid urethral fixation sling were placed into the patient¿s body. Dates not clarified. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent mesh excision on (B)(6) 2011 along with placement of (unspecified) retropubic tfs sling; due to extrusion & sui. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent solex sling insertion on (B)(6) 2009 due to urinary incontinence and failed tension free vaginal tape. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-06806. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat grade iii cystocele and stress urinary incontinence. It was reported that the patient underwent a mesh removal in 2011. No additional information was provided.